Event description:
Post-operative condition. Surgeon believes he may have two pts that have developed cyst like formations in the glenoid near implantation sites of 2.3 mm bioraptor implants. No other info is available at this time.

Manufacturer narrative:
Device has not been returned for eval.(B) (4)